Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate date based on the date that the manufacturer became aware of the event. Explant date: 2013. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14671719 / 14850526, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient's device was not working. The patient underwent an explant procedure. No further information could be obtained.